Manufacturer narrative:
B4:11aug2021. The issue was observed during preventive maintenance testing prior to therapeutic application. It's outside of clinical use. This is not a reportable event. The reported issue is not likely to cause or contribute to death or serious injury.

Event description:
The biomed reported the navigation is not working. The device was not in clinical use. There's no patient or user harm reported.